Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the monitor was unable to pass detect and treat testing. The failure was isolated to bent pins on the monitor's belt receptacle, causing the monitor to be unable to complete a baseline. Upon further investigation, the rear and front response button covers were lifting. The response button was still functional and able to activate the monitor. The root cause for the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing.